Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent an endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment sys. The 12fr gore dry seal sheath could not advance due to severe tortuousity of the iliac artery. The physician converted to an aorto-uni-iliac procedure utilizing a cook device, and extended with two gore contralateral leg components.